Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 300 mg/dl back to back with a result of 89 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter indicated that the customer was tested on another company's device after that, and given insulin based on that result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.